Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s implantable neurostimulator is on her hip and the implantable neurostimulator recharger belt keeps coming undone when she moves. When she gets up from the sitting position, the belt keeps coming undone, and it¿s aggravating for her. The patient confirmed that the belt is not damaged, but this is a design issue. There were no further complications reported.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome ¿ other. The patient reported poor coupling with recharging. The patient reported that she was having difficulties keeping the antenna over the ins, so she was needing to order adhesive discs. Additional information was received from the patient on 2017-08-15. The patient reported that it took 6 hours to charge up on the night prior to the report and didn¿t get it fully charged because it fluctuated from full coupling boxes to less than 2 boxes when charging. The patient reported that the ins tilted in her sleep one night and it also still felt bruised and the healthcare provider (hcp) stated that they might have to go back in and sew it some more and that that might have something to do with her coupling and recharging issues. The patient also reported that the recharger belt didn¿t stay on, it kept popping off. The patient reported that the belt wasn¿t broken, it just didn¿t stay on. The patient reported that she had an upcoming appointment on (B)(6) 2017. No further complications were reported.